Event description:
It was reported that a minimum fill notification occurred while caller attempted to load cartridge onto pump despite having sufficient usable insulin. There was no adverse impact to the customer¿s blood glucose level. Customer first cleaned pump connection area and reloaded same cartridge without success, then, with guidance from technical support, filled and loaded new cartridge using correct technique, after which cartridge loaded successfully and insulin delivery was resumed; no additional issues were reported.